Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the image-evis displayed no image after plugging in the unit due to a defective cable. The scope connector required advanced diagnostics after testing due to the cable unit failing; there was a low angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. This issue is addressed in the instructions for use (IFU): please handle the device following IFU. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the bronchovideoscope had no picture, just a black screen. The issue was found during preparation for use. There were no reports of patient harm.